Event description:
Ous MDR. After an implantation time of about 13 months, it was reported to us that artifacts occurred in the iegm with detection of ventricular fibrillation and shock delivery. These two leads were explanted. Linox td 65/16, MDR 1028232-2008-01550.

Manufacturer narrative:
Ous MDR. The analysis detected fraying of the outer insulation 8.5 cm and 11 cm, respectively, proximal of the tip electrode at both leads. This damage manifestation is with high probability the cause for the clinical complaint in regard to the linox td. The damage to the kainox has probably only occurred after its "shutdown". The analysis was unable to find any manufacturing errors or material defects. The fraying of the insulation requires excessive mechanical stress on the leads. The position and characteristics of the fraying lead to the assumption of friction between the two examined leads in the implanted state. X-ray images or any other diagnostic images that would provide information on the positional relations of the implanted system in the body were not available for analysis. The severing of the leads and the deformations of the shock coil and the tip electrode are likely a result of the explantation procedure.